Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
It was reported that the patient had deceased. Cause of death was due to ventricular fibrillation. Review of the most recent remote transmission showed right ventricular lead undersensing of patient arrythmia and thus a failure to shock.